Event description:
It was reported that externalized conductor was observed. Physician used a suture sleeve and medical adhesive to repair the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.